Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4).

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "technical event error code te 231008 (tagd_o2valveleak)". This occurrence at start-up during the booting process. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. Measures taken: replaced the o2 mixer assembly (pn msp161609). Performed the service software and functional tests. Returned the ventilator to use.